Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patietnt suffers from address pain, tissue damage and elevated ion levels.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture emotional distress and surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed failed left total hip arthroplasty secondary to recalled hip device. Operative notes indicated minimal corrosion at the trunnion and significant metallosis. Doi: (B)(6) 2009 dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/27/2017 ¿ medical records received. After review of the medical records for MDR reportability, revising surgeon reported with regard to the patient's other hip, in pre-op indications, that "cobalt level had risen to 14.2 and his chromium level is 6.6" (no units of measure provided). No indications of whether additional labs for metal ions have been drawn since the right hip revision. At the present time, no revision date or operative notes are available for the left hip. Expiration dates added to products. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/21/2016 supplemental information received. There is no new additional information that would affect the existing MDR decision. Part and lot information has been provided.

Manufacturer narrative:
Litigation alleges patient suffers from address pain, tissue damage and elevated ion levels. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges suffering, emotional distress, injury, tissue damage, and tissue loss. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.